Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, an emt and the patient's family and an emt contacted lifescan (lfs) alleging that the lay patient's one touch ultra 2 meter read inaccurately high. The emt said the reported meter read 419 mg/dl compared to a reading of 44 mg/dl on the emt's meter. It's coded correctly. Her meter 419 and they got 44. The calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The patient's family called the emt's because the patient experienced a cold sweat, dizziness, and was irritable. The emt's treated the patient with IV glucose. She responded and a result of 219 mg/dl was obtained on the emt's meter after treatment. No information was provided regarding the patient's diabetes treatment regimen, her results or actions prior to the time of concern. It is unknown what actions prior to the event may have contributed to the patient becoming hypoglycemic. The customer care advocate (cca) discovered that the test strips were expired 03/2007, which can cause inaccurate results. The meter, test strips, and control solution were replaced. The complaint is reported because the lfs meter allegedly read inaccurately high compared to the patient's symptoms that suggested hypoglycemia and a hypoglycemic reading on an ems meter. The patient was treated with IV glucose.